Event description:
This lead was explanted and replaced due to loss of capture at maximum outputs in both unipolar and bipolar with another lv lead. This is all of the available information at this time. If additional information becomes available, this event will be updated.